Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The compact flash card and central processing unit were replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a system failure. There was no report of patient involvement.

Manufacturer narrative:
The initial MDR 2112667-2017-02166 was filed in error as it was a duplicate of 2112667-2017-01549.